Event description:
It was reported that the universal handswitch was easily sliding to the run position causing a handpiece to run unintended during testing. No adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device is received and evaluated. (B)(4): not returned to manufacturer.